Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(6) displayed fault code 34 (encoder failure) and user advisory (ua)20 (position out of range) error messages were confirmed during the functional testing and in the archive data review. The root cause for fault code 34 was due to a defective encoder gearbox, likely attributed to normal wear and tear. The platform was manufactured in march 2008 and is 13 years old, well past beyond its service life of 5 years. The root cause of ua20 error message was due to the encoder shaft was not at the "home" position, likely attributed to user error. User advisory (ua) 20 is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 20 error was due to the encoder driveshaft not being within the normally acceptable range of positions. To remedy the issue, the driveshaft needs to be rotated back to the home position. Upon visual inspection, unrelated to the reported complaint, observed a cracked bottom enclosure and a bent battery lock on the autopulse platform. The observed physical damages are likely attributed to user mishandling, such as a drop. The bottom enclosure and battery lock were replaced to address issues. The archive data review shows multiple occurrence of fault code 34 and ua20 error messages, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua20 error message displayed upon powering on, thus confirming the reported complaint.to remedy ua20, the shaft was rotated to "home" position. After rotating the drive shaft to "home" position, the autopulse platform was further tested and it displayed fault code 34 (encoder failure). To remedy, the defective encoder gearbox was replaced. After service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platfrom (serial #: (B)(4) ) displayed fault code 34 (encoder failure) and user advisory (ua)20 (position out of range). No patient involvement.